Manufacturer narrative:
Continuation of medical devices: 511211 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no atrial sensing or capture due to lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.